Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. D4 UDI and e4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Section a is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. .

Event description:
Clinical narrative: an automated impella controller (aic) was being prepped for a patient use when the aic failed and alarmed for a controller failure. The instructions for use were followed and the aic was removed from service and a new used. There was not any noted harm or injury from any delay in support initiation. The aic will be reported, however the exchange was performed with no consequence to the patient and support.